Event description:
Caller reported an occlusion alarm occurred earlier in the day before contacting technical support. The issue caused the customer's blood glucose level to read ¿high,¿ exceeding 500 mg/dl (27.7 mmol/l), although the exact value was unknown. Customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require assistance from a third party. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin use, and was informed by technical support that cartridges should be changed every 48 hours, which the customer understood and acknowledged. The case was closed by technical support as the customer was not experiencing frequent occlusion issues, and no additional assistance was deemed necessary.